Manufacturer narrative:
(B)(4). The complaint description of catheter unraveled is document in MDR #3006425876-2018-00023.

Event description:
The customer alleges the catheter broke and catheter unraveled during removal of the stylet.the device was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the catheter broke and catheter unraveled during removal of the stylet. The device was replaced.